Manufacturer narrative:
(B)(4). In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a toenail avulsion procedure on (B)(6) 2011 and suture was used. On (B)(6) 2011, the patient returned to the physician complaining of pain. An xray was done and a broken needle tip was visible as a tiny hyperdensity projected over the medial aspect of the big toe. On (B)(6) 2011, the patient underwent a surgical debridement and removal of the foreign body. Operative findings showed a small amount of pus at the subungual region, no extension to pulp, with surrounding cellulitis. The patient was given oral augmentin for 3.5 weeks. The patient was discharged on (B)(6) 2011. Currently, the toe nail has disfigured and there is no growth of the nail yet. The patient is scheduled for follow up appointments.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used. On (B)(6) 2011, the patient returned to the physician complaining of pain. An xray was done and a broken needle tip was visible. Additional information has been requested.